Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a torque limiting handle was not limiting properly during a c3-c7 posterior cervical fusion procedure on (B)(6) 2016. This occurred as the torque limiting handle was used to tighten synapse screws. There was a reported one minute delay. Another device was available for use. The procedure was successfully completed with the patient in stable condition. This complaint involves one device. Concomitant devices reported: synapse screws (part #unknown, lot #unknown, quantity unknown), t20 hex driver/straight driver (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).